Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, there was bad coagulation, a branch bled after cutting with the v-cutter. The product was changed out. There was an unknown amount of blood loss. There was no injury to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).